Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including heart failure, diabetes mellitus, dyslipidemia, stroke, transient ischemic attack, atrial fibrillation, recurrent hemorrhage, poor adherence to oral anticoagulants, high risk of falls or prior falls, erratic international normalized ratio and cerebrovascular hemorrhage. Some of the complications reported were device embolization, unexpected medical intervention (snare), and atrial fibrillation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. The UDI number is not known as the part and lot number were not provided. Literature attachment: article title "percutaneous left atrial appendage occlusion: impact on left atrial deformation indices".

Event description:
The article, "percutaneous left atrial appendage occlusion: impact on left atrial deformation indices", was reviewed. The study presented a retrospective, single center study to evaluate the impact of left atrial appendage occlusion (laao) with the amplatzer or amulet device on echocardiographic left atrial (la) deformation indices. Devices included in the study were amplatzer cardiac plug and amplatzer amulet. The article concluded that no significant improvement in la mechanical function was seen after laao with the amplatzer or amulet device. Different laao devices therefore appear to have divergent effects on la deformation, the clinical implications of which may warrant further study. [The primary and corresponding author was andries dippenaar, saendovascular, kuils river netcare hospital, kuils river, cape town, south africa, with corresponding email: dradippenaar@gmail.com] the time frame of the study was from 2013 to 2021. A total of 28 patients were included in the study, of which all received an abbott device. The average age was 73 years and the majority gender was male. Comorbidities included heart failure, diabetes mellitus, dyslipidemia, stroke, transient ischemic attack, atrial fibrillation, recurrent hemorrhage, poor adherence to oral anticoagulants, high risk of falls or prior falls, erratic international normalized ratio (inr), cerebrovascular hemorrhage.